Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The reporter stated that in approx a week earlier the reported meter would not power on, and the pt was unable to obtain a blodd glucose reading. At the time of the incident the pt was experiencing symtptoms of either hyperglycemia or hypoglycemia, but these symptoms were not specified. The pt was taken to the hosp, where her blood glucose level was tested, results unk. The pt was treated with insulin, it ouwl have been helpful to determine what the pt's blood glucose result was as tested by the emergency room physician, what specific treatment was administered, when the pt was last able to successfully obtain a blood glucose reading on the reported meter, when the battery was last changed, if she has a backup meter, and her medication regimen. The meter, test strips and control solution were replaced.

Event description:
In 2006, the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The med affairs spec (mas) contact the reporter to obtain and verify info; however was unable to reach the reporter by telephone. The mas mailed a lether requesting the pt contact med affairs. The reporter stated that on approx 2006, the reporter meter would not power on, and the pt was unable to obtain a blood glucose reading. At the time of incident the pt was experiencing symptoms of either hyperglycemia, but these symptoms were not specified. The pt was taken to the hosp, where her blood glucose level was tested, results unk. The pt was treated with insulin, it would have been helpful to determine what the pt's blood glucose result was as tested by the emergency room physician, what specific treatment was administered, when the pt was last able to successfully care advocate determined during the troubleshooting telephone call that the reporter was unable to verify the correct test strips were being used or if the meter would turn on with the test strips. The meter, test strips and control solution were replaced. This incident is being reported due to the pt was experiencing symptoms, the meter would not power on the pt was unable to test her blood glucose level, and she required insulin treatment in the hosp emergency room.